Event description:
One day post ablation procedure for atrial flutter, pt developed sob and swelling. Temperature spiked to 39 degrees celsius. Symptoms continued to worsen and pt intubated in 2001. Current diagnosis acute respiratory distress syndrome, etiology unknown.